Event description:
A peritoneal dialysis (pd) patient contact (B)(6) contacted (B)(6) customer service to report the island dressing makes his skin itchy and causes open wounds from scratching. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).